Event description:
This report was rec'd at the conclusion of an international pre-PMA prospective 5 year clinical study in which the last subject visit was completed in 2005. The clinical report indicates the access port was explanted and replaced due to rupture of access port tubing.